Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 16 months after the dental implant was placed, in intraoral site 7 of the patient¿s mouth, bone loss was observed around the implant. Initial primary stability was achieved and immediate load was performed. Patient presented bone type ii. Patient did experience pain. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 16 months after the dental implant was placed, in intraoral site 7 of the patient¿s mouth, bone loss was observed around the implant. Initial primary stability was achieved and immediate load was performed. Patient presented bone type ii. Patient did experience pain. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.